Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-08499. It was reported the patient was in a motor vehicle accident last (B)(6). Since the incident, the patient experienced unwanted stimulation on the left lead which remained unresolved via reprogramming. X-rays indicated the lead migrated. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-08499. It was reported that the leads were explanted and replaced on (B)(6) 2019. Effective therapy was restored post op. This was already reported (1627487-2019-02563 and 1627487-2019-02564). It was confirmed after submitting the report that the event was related.